Event description:
The customer reported that the system displayed error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The aec cable assembly was replaced and the lateral gear position was repaired. The system was tested and found to be working as intended and put back into service.